Event description:
A home patient contacted baxter's technical service center regarding a check lines and bags message that appeared on the display of the home patient's homechoice machine during the priming cycle of his automated peritoneal dialysis therapy. Per initial report, the home patient had his transfer set connected to the patient line of the homechoice set during the priming cycle. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.